Event description:
Litigation alleges that the patient suffers from pain. Update: (B)(6) 2013 - it has been reported that the patient's right hip was revised on (B)(6) 2013, to address a malpositioned acetabular component thought to have led to increased metal ion level. Patient also had pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Found no additional related reports for the reported part and lot code combinations. The product/lot code combination was not provided for the femoral head and metal liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, pff alleges metal wear and metallosis. After review of medical records, medical records provided implant record.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.